Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Two empty foils were received for analysis. The product code is ez10g. As the devices were not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot's serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing record evaluation was performed and identified a (B)(6) related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: were there patient consequences? No, there were not. If yes, please specify. Did the thread broke during use on the patient? Yes, it did. If different, please provide details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. During the procedure, when the traction site of the cylinder was pulled to ligate the appendix, only the traction cylinder was pulled out and only the thread was retained without ligation. It was used on ligation of appendix. The threads of the dislodged part were grasped and pulled with forceps. The appendix could be ligated with this product. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.